Event description:
Device appears to be under-sensing on atrial lead. Based on the information at hand, the associated field personnel was not contacted regarding this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Mw5155370.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.